Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the monitors on the 7600 system went blank during a case. The procedure was cancelled. No patient injury was reported.